Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic adjustable band procedure, the tubing and the one way valve were being pulled through a 5mm trocar defect the one way valve came off in the perituneum. The valve was retrieved. The case was completed with no adverse consequence to the patient.